Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient stated on stryker active facebook page " I have 2 knee replacements... Wake up during the night with stiffness and numb, get up with aches and pains. It's osteoarthritis". This pi is for the right knee.